Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001: the pacemaker implanted in (B)(6) 2022. On (B)(6) 2023, a battery impedance of 0.55 kohm was found and the battery curve did not reach the inflection point. A next follow up is scheduled in 3 months.